Event description:
It was reported via (B)(4): during interventional procedures two 'supra core' guide wires unraveled at the welding point which made them unstable and caused multiple equipment changes to successfully complete procedure. No adverse outcome from procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The additional supra core guide wire mentioned is being filed under a separate manufacturer report number. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.